Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastrectomy procedure, the lf1923 failed to completely seal a short gastric vessel less than 7mm in size. Therefore, when the vessel was transected using blade on lf1923, significant bleeding of about 150ml-200ml from the vessel occurred that required emergency clamping and immediate suturing to prevent further injury. There was no re-grasp alert and end tones were heard.